Event description:
Add'l info rec'd from MFR 11/20/03: in this report, the pt's event were described as "inflammatory/foreign body reaction". The pt received seprafilm and within 4-6 hours developed abdominal pain, tachycardia, neutropenia, fever, and hypotension. The pt rapidly recovered after re-operation with removal of seprafilm. As noted in the report, the operating surgeon considered he pt event to be probably related to seprafilm. The us package insert for seprafilm indicates that foreign body reactions can occur with sepriafilm, as with any implantable material. Continued worldwide safety monitoring as well as preliminary results from a recently completed 5 year study do not indicate an increased risk of foreign body reactions compared to what has been reported in the package insert.

Event description:
Pt underwent subtotal colectomy with ileosigmoid re-anastamosis. Post operatively patient became febrile. Pt returned to o.r. For exploratory laparotomy. Inflammation found. Film removed. Pt's symptoms improved.